Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Tore open gums on the inside of lower lip [gingival injury]. Painful- gums [gingival pain]. The rotating metal pin continued to turn, and tore open gums on the inside of lower lip [injury associated with device]. Brushhead fell apart while brushing teeth [device breakage]. Case description: a (B)(6) female consumer reported that she had been using an oral-b precision clean brushhead for about a week beginning in (B)(6) 2015, and it had fallen apart while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She described that the pin came loose and the brush head simply fell off. She noted that the rotating metal pin continued to turn, and tore open the gums on the inside of her lower lip; this was extremely painful. The case outcome was unknown. No further information was provided.